Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During intra-op representative reported the following while testing impedance initially and 3 of 4 electrodes were out of range. She tested again and impedance changed again, but not the same electrodes are out of range. Technical services (ts) tried to get information from rep but she was not giving consistent information and jumping around with impedance. Finally, ts managed to get rep to test again at 2 volts and 360 pulse width, this gave electrode 0 orange, and the rest are good. Ts told caller that since impedance is jumping around it's likely the impedance issue is temporary, however ts recommend programming bipole to get body response. Hcp then decided he wanted to close at this point. Rep to check impedance further at post operatively. Check all connections and set screws, re-tighten. There was no symptom reported. There were no further complications reported.